Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed h3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available. There was no impact to the customer¿s blood glucose.